Manufacturer narrative:
(B)(4) - follow-up information was received from the physician. It was reported that the patient experienced a recurrence of peritonitis. The treatment again included vancomycin 1gm and amikacin 12.5mg (frequencies and routes not reported). The outcome of the peritonitis was not reported. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested as cloudy peritoneal effluent and fever. The following day, the patient was hospitalized for peritonitis. The patient was treated with vancomycin 1g (frequency and route not reported) and amikacin 12.5mg (frequency and route not reported) for peritonitis. Retraining on proper aseptic technique was performed. Outcome of peritonitis was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4) baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Follow-up information was received from the physician. It was reported that the patient experienced a recurrence of peritonitis. The patient was treated with amikacin (12.5 mg; frequency and route not reported), vancomycin (1 gm; frequency and route not reported), and ciprofloxacin (500 mg twice daily; route not reported) for peritonitis. The outcome of the peritonitis was not reported. Should additional relevant information become available, a supplemental report will be submitted.